Event description:
It was reported that the device had broken door latch. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of broken door latch sear was confirmed through the visual inspection of the device and functional test. The inspection was observed a pump module with the right sear tab broken and detached completely from the module, that issue was confirmed with a functional test. When the pump module close the door latch indicates a safety clamp alarm, even when the door is closed. In the pictures provided by the customer, it was observed a pump module with the right tab sear broken and detached completely from the module. The results of the investigation supporting the sear 8100 ((B)(4)) breakage from complaint (B)(4), from both tests indicate that the smooth fractures seen in the field were consistently reproduced with the samples exposed to virex. None of the control samples and samples tested using bd approved cleaners showed signs of the smooth fractures and do not indicate any presence of void/cavities. The assessment of the previous investigations/fi have also indicated that virex is incompatible with the sear component. The studies performed by ge plastics, sabic and the chemical compatibility test report (B)(4) determined that virex is incompatible with cycloy resin (resin/material used in the sear) as virex has a degrading effect on the polycarbonate material. Virex contains dimethyl benzyl ammonium chloride and dimethyl ethylbenzyl ammonium chloride, both ingredients are quaternary ammonium compounds which cause degradation and stress cracking in polycarbonate materials and are not approved to be used on bd devices. Based on the results, the exposure to virex solution is causing the degradation/esc (environmental stress cracking) of the parts and is resulting in a very similar failure mode as seen in the field complaints. The bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the door latch and sear. Device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken door latch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken door latch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.